Event description:
It was reported that the patient presented in clinic with complaints of pectoral stimulation caused by the right ventricular (rv) lead. Initially, the rv lead was reprogrammed but this did not resolve the muscle stimulation. The patient then presented in clinic for a revision procedure where the rv lead was capped and a new rv lead was successfully implanted on (B)(6) 2022. The patient was discharged after the procedure.